Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) incision site was found to have black tissue and did not fully heal. Upon device interrogation it was noted that there was high thresholds on the right atrial (ra) and right ventricular (rv) leads. The ipg, ra lead, and rv lead were explanted and replaced with a new system on the left side. No further patient complications have been reported as a result of this event.